Event description:
(B)(4). One week post-op appointment, pathology report showed I had adenomyosis, congestion in the uterus, enlarged and irritated uterus. Symptoms I suffered from with essure have dissipated since removal.

Event description:
Additional info received from the reporter on (B)(6) 2014: just had a total hysterectomy to remove essure on (B)(6) 2014. Will submit follow up once I speak with my doctor.

Event description:
I was implanted with essure on (B)(6), 2013. I had an hsg test done 3 months later to confirm 100% blockage. Since (B)(6) 2013 I have experienced extreme stabbing pains in my left fallopian tube, terrible mood swings, extreme anxiety and depression in which I needed to seek counseling and a prescription of xanax. I also have experienced on a daily basis, bladder issues. I have problems going to the bathroom, problems emptying my bladder, leakage, and pain while urinating. I am constantly tired. I am constantly battling headaches and sinus infections. My body is sore like it's fighting off an illness every single day. My menstrual cramps are extremely painful as well. These symptoms are affecting my life as a mother and wife. I regret ever getting this product implanted in my body. (B)(4).